Event description:
The account maintenance stated that the brakes will not hold at one end of the stretcher when they are activated. If he applies the brake at the head end, the foot end will not fully lock and will pop out of brake altogether. The same is true if the brake is set at the foot end, the head end will not fully lock. The caster wheels roll and swivel.

Manufacturer narrative:
The account tested the brake and could not duplicate the alleged malfunction. No problem found.